Manufacturer narrative:
Additional information received indicates that the patient underwent a secondary surgery to implant a stent graft.

Event description:
Additional information received indicates that the patient underwent a secondary procedure to implant a stent graft.

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology is unknown. It was reported that on an unknown date, an enlargement of the aneurysmal sac was detected. Initially, the physician believed that it was a type I or type ii lumbar endoleak. An angiogram was performed, which revealed it to be a type iii fabric endoleak. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).